Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, during troubleshooting with tandem technical support, issue was resolved and customer resumed insulin therapy. Customer¿s blood glucose level was 349-350 mg/dl.